Event description:
A caller reported that a malfunction occurred on their pump, with no notable events occurring prior to the issue. The malfunction code displayed was malf 12, and although the fault ID was available, the details of whether the blood glucose level was impacted were unknown or the user declined to answer. The customer did not reset the pump within the last 24 hours but had experienced the same malfunction at least three times previously. Technical support resolved to replace the pump, noting that the current pump was out of warranty and the caller was not interested in acquiring an out-of-warranty loaner pump. The customer was advised to use a backup insulin pump to ensure continued insulin delivery.